Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited tilt, perforation of the filter struts(s), migration of the filter and fracture of multiple filter struts. As a direct and proximate result of these malfunctions, the patient suffered life threatening injuries and damages and required extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the patient¿s implant records, the filter was implanted due to pulmonary embolus and deep vein thrombosis (dvt). The inferior vena cava (ivc) filter was placed below the lowest renal vein. A follow up vena cavagram revealed excellent positioning with no evidence of leak. The patient tolerated the procedure well. Approximately nine years and nine months after the filter was implanted, the ivc filter was no longer needed, and the patient underwent a laser assisted recoverable inferior vena cava filter removal procedure. A history of dvt, pulmonary embolism and factor viii deficiency was noted at that time. The upper aspect of the trapease inferior vena cava filter was snared. The inferior heart was snared through a 16f sheath. Using appropriate snare system, the filter was snared over the snare. A 16f glide sheath laser catheter was advanced over the snare and activated for a fluency of 60 and a rate of 80; however, the hook straightened and was no longer useful; therefore, the inferior aspect of the filter was snared in the same fashion as the superior aspect through the interstitial. The laser fiber sheath was initiated, and the filter was removed. Two (2) struts were noted within the inferior vena cava wall. These were removed using snare and forceps. The filter was removed in total. Repeat inferior venacavogram demonstrated no evidence of significant inferior vena cava injury or thrombus. The patient tolerated the procedure well. The filter was sent to pathology and was not return for evaluation. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately nine years post implantation. The patient reports fracture of the ivc filter, perforation of filter strut(s) outside the ivc, migration of entire filter other than to the heart and tilt of the filter. Evaluation of the patient¿s optease ivc filter reported tilt, perforation of the filter struts(s), migration of the filter and fracture of multiple filter struts. The patient further reports suffering from pain. These injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, indication for filter was pulmonary embolus and deep vein thrombosis (dvt). The filter was placed below the lowest renal vein. A follow up venacavagram revealed excellent positioning with no evidence of leak. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damage, including, but not limited tilt, perforation of the filter struts(s), migration of the filter and fracture of multiple filter struts. Approximately nine years and nine months after implant, the patient had a laser assisted filter removal procedure. A history of dvt, pulmonary embolism and factor viii deficiency was noted at that time. Two (2) struts were noted within the inferior vena cava wall. These were removed using snare and forceps. The filter was removed in total. Repeat inferior venacavogram demonstrated no evidence of significant inferior vena cava injury or thrombus. Per the patient profile form (ppf), the patient reports fracture of the ivc filter, perforation of filter strut(s) outside the ivc, migration of entire filter other than to the heart and tilt of the filter. The patient further reports pain and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to filter tilt, perforation of the filter struts(s), migration of the filter and fracture of multiple filter struts. As a direct and proximate result of these malfunctions, the patient suffered life threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, migration, fracture and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The timing and mechanism of the fracture has not been reported at this time. The IFU states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited tilt, perforation of the filter struts(s), migration of the filter and fracture of multiple filter struts. As a direct and proximate result of these malfunctions, the patient suffered life threatening injuries and damages and required extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.